Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Preparation was performed according to the instructions for use (IFU). It was confirmed that the device moved together with the core wire when the wire was pulled, and that the wire and screw section were secure. After insertion into the was and completion of the first deployment of the closure device, it was noticed that the wire had become detached. The procedure was completed after performing a position, anchor, size and seal (pass) evaluation. The anchor criteria was unable to be determined. Pass criteria were met except for position. There was nearly 1/2 protrusion from the 90-degree inferior side to the 135-degree posterior side as observed via transesophageal echocardiography (tee), however; it was confirmed that the appendage appeared to be covered via color doppler. The other positions had about 1/3 protrusion. There were no leaks. Tee was performed postoperatively the next day, and it was confirmed that there was no positional movement of the closure device. The closure device was left in place, there were no patient complications, and the patient was discharged.